Manufacturer narrative:
A steris sales manager and steris product manager arrived on site and identified that the cause of the reported event was due to improper usage of the verify scbis. The steris sales manager and steris product manager performed on site training with the user facility on the proper use and operation of the verify scbis. No additional issues have been reported.

Event description:
The user facility reported that after completed sterilization cycles, the biological indicator present did not evidence passing results. Instruments present were subsequently utilized in patient procedures. The user facility followed their protocol for patient notification.